Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. The insulin pump received with partially broken retainer and broken reservoir tube lip. The test infusion set/reservoir locks in place in the reservoir compartment.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring cracked. The reservoir can lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.